Manufacturer narrative:
A supplemental report is being submitted for corrections to field device name, which were previously left off. Additional information has been requested regarding the serial numbers of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correct 5a: ethnicity was updated from no information to not hispanic or latino. Correct 5b: patient race was updated from no information to white. Correction b5: event description was corrected to include additional patient signs/symptoms and contributing factors. Correction h6: patient ime code was updated from e2401 to e060110. FDA results code was updated. Annex g code was added. Revised product event summary: two (2) controllers ((B)(6)) were returned for evaluation. Two (2) batteries ((B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Review of the controller log files associated with (B)(6) revealed that the device was not in use during the reported event date, indicating that it was the patient's backup controller. Review of the controller log files associated with (B)(6) revealed two (2) controller power up events logged on 27/apr/2020 at 19:06:51 and at 22:05:04. The data point logged in the controller's internal logs prior to the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 24% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 2 hours, 4 minutes, and 17 seconds. The data point logged in the controller's internal logs prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 99% rsoc and (B)(6) was connected to power port two (2) with 74% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 30 seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported loss of power event was confirmed. Additionally, 100 low flow alarms were logged since 20/apr/2020. Information provided by the site indicated that the patient was found unresponsive at home and both batteries were allegedly off. The day prior, the patient spoke with a ventricular assist device (vad) coordinator about a low potassium level of 2.9 and instructions to take potassium supplements. It was further reported that a red alert transmission was received for multiple failed implantable cardioverter defibrillator (ICD) shocks. The transmission showed electrograms (egms) with ventricular preexcitation (vp) during asystole, then very fine ve ntricular fibrillation (vf)/asystole with five (5) failed shocks followed. The patient was pronounced dead at the scene. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. The most likely root cause of the first loss of power can be attributed to a disconnection of both power sources from the controller, as described in the event details. Based on the investigation conducted, the most likely root cause of the second loss of power can be attributed to a disconnection of both power sources from the controller during troubleshooting after the patient was found. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e060110 h6: img code(s): g02002 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: patient ime code(s): e060110 h6: img code(s): g02002 this information was received from the mechanical circulatory support product surveillance registry study. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(6). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a red alert transmission was received for multiple failed implantable cardioverter defibrillator (ICD) shocks. The transmission showed electrograms (egms) with ventricular preexcitation (vp) during asystole, then very fine ventricular fibrillation (vf)/asystole with five (5) failed shocks followed.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller was returned for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed two (2) controller power up events logged on (B)(6) 2020 at 19:06:51 and at 22:05:04. The data point logged in the controller's internal logs prior to the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 24% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power por t two (2). The controller was without power for 2 hours, 4 minutes, and 17 seconds. The data point logged in the controller's internal logs prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 99% rsoc and (B)(6) was connected to power port two (2) with 74% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 30 seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported event was confirmed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. The most likely root cause of the first loss of power can be attributed to a disconnection of both power sources from the controller, as described in the event details. Based on the investigation conducted, the most likely root cause of the second loss of power can be attributed to a disconnection of both power sources from the controller during troubleshooting after the patient was found. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(6) UDI #: (B)(4) h3: yes h4: mfg date: 06-dec-2018 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 22, 67 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(6) UDI #: (B)(4) h3: yes h4: mfg date: 21-dec-2018 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 22, 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information included the controller serial, model, and UDI numbers. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk/ serial or lot#: unk, UDI #: asku. Device available for eval? No. Mfg date: unk. Labeled for single use? No. (B)(4). Additional products: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk/ serial or lot#: unk, UDI #: asku. Device available for eval? No. Mfg date: unk. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was found unresponsive at home and both batteries were allegedly off. It was not known if both batteries were disconnected from the controller or both batteries were fully depleted. The day prior, the patient spoke with a ventricular assist device (vad) coordinator about a low potassium level of 2.9 and instructions to take potassium supplements. The patient was pronounced dead at the scene.